Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the patient developed left bundle branch block (lbbb), widened qrs complex, and atrial fibrillation. No treatment was given and the patient was monitored. Five days post-implant, the patient developed long electrical pauses and bradycardia, with symptoms of dizziness, tinnitus and blurry vision. A temporary pacemaker was placed due to near syncope and hypotension. The patient's blood pressure stabilized. The patient subsequently developed atrial fibrillation with complete heart block, and a permanent pacemaker was implanted. No subsequent adverse patient effects have been reported.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4).

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Conduction disturbances and arrhythmias are known potential adverse effects per and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the prosthetic aortic valve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.